Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and screen had said error 45169. Per reporter, the battery door was opened/closed, powered pump on and alarm returned upon power up. Steps were repeated but unsuccessful. The batteries were removed from the pump and it continues to alarm. The event occured at the patient's home. No patient harm/adverse event reported.